Manufacturer narrative:
Device lot w50019 has been previously tested in-house. Discrepant high tni was observed. (B)(4) was opened to address elevated tni at low end concentrations.

Event description:
Caller alleged discrepant low troponin (tni) results for one pt. Results as follows: customer does repeat testing on all elevated tni samples on their second meter. All other analytes matched perfectly between the two meters and were within the normal rage. Values were not provided. Customer reported that the lab did not send the sample for confirmation with a different method; customer reported tni <0.05. The following reference ranges were used: 0-0.05 normal, 0.06-0.39 suggestive of mi, >0.4 mi.